Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient reported they noticed the ins is taking 2-3hrs to charge with the new donut when they have charged the last 3 times. Patient stated the ins seem to be slow to charge and getting excellent quality when recharging the ins. Patient stated the ins starts out recharging at 30% at excellent quality and takes 2-3hrs to get to 100% charged. Patient services specialist (ps) asked patient to connect with device and controller shows ins 60% and controller 80% charged. Patient services (ps) asked patient to navigate to the menu screen and check the recharging speed. Patient stated the recharging speed is at level four. Ps reviewed device function. Ps reviewed the external devices seem to be functioning as intended and doing what they need to do. Ps confirmed patient did not have a fall or trauma. Patient stated the ins went from 60% to 70% recharging while on the call with ps. Ps reviewed patient monitor the device and consult with healthcare provider (hcp) office for next steps if necessary. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient asked if they need to wear the belt to recharge the ins, ps reviewed information. Patient asked about ins longevity, and ps reviewed information. No symptoms were reported.